Event description:
It was reported that post implant a realize band, the band is slipped. The band was removed and replaced. There were no reported patient complications.

Manufacturer narrative:
(B)(4): information unavailable. The device is being retained by the account.